Manufacturer narrative:
The initial procedure was a keratoplasty. The needle failed to maintain its original bend in the middle of the body.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and suture was used. Doctor reported that needle bent during procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The sample was visually inspected. Distortion was observed in one needle at the middle of the body of the needle by use of the needle holder. The sample conditions suggest an improper handling of the sample.